Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 12-dec-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Al, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23235.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat product (unk) that yielded a suspected discrepant results on a patient. There was no product information, test/collection times, dates, nor details surrounding the event. There was no patient information at the time of this report. Method k result(unit) sample: I-stat 5.0 (mmol/l) ni, lab 3.3 venous. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident (B)(4) . Apoc labeling will be evaluated during the investigation as pertaining to the event.